Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The heartmate 3 lvas was implanted commercially. The same device is used in the ongoing momentum 3 clinical trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 1 day (calculated from the date when the system controller was issued to the patient.). The device remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the operating room circulator noticed that the heartmate 3 system controller labeling listed the manufacture date as 11jul2017 and the expiration date as 31jul2017. The system controller was commercial product and was shipped to the center on 05oct2017 inside implant kit (B)(4). The unit was reportedly currently in use as the patient's primary system controller.